Manufacturer narrative:
H11: the actual device and two photographs of the sample were provided for evaluation. Visual inspection on the actual sample did not identify any abnormalities that could have contributed to the reported condition. The returned photographs were reviewed, and it was noted that there was some moisture in the spike port cap. It was also noted that the spike was just making contact with the cap which appeared like moisture. The reported condition was not verified in the actual sample but verified in the photograph samples. The cause of the reported condition could not be determined; however, possibly due to atmospheric barometric pressure, temperature, or relative humidity differences between the manufacturing or the product storage area environment, and the actual area environment of product to be used. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume inlet (with large bore spike) had liquid contamination in the inlet lead. This was observed before patient use. There was no patient involvement. No additional information is available.